Event description:
It was reported that the right atrial (ra) lead was implanted and on the following day was noted to have high threshold. The lead was re-positioned. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.